Manufacturer narrative:
Insulin pump received passed the self-test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies noted. The motor was tested outside the device and passed. Insulin pump received with cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had motor error. The customer¿s blood glucose level was 137 mg/dl at the time of incident. Customer stated that the drive support cap was normal. The insulin pump will be returned for analysis.